Event description:
It was reported that two different 100ml cadd's caused pressure errors. Per reporter the customer was able to find a cadd cassette that worked. One cassette has fluorouracil in it. There was no patient involvement, the event occurred before infusion.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used, as the lot/serial information is unknown. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.